Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 57 mg/dl, 98 mg/dl, 106 mg/dl. Tests were done within < 10 minutes with a difference of 29 mg/dl. Patient did not experience any adverse events. No further information has been reported.